Event description:
It was reported that the device would not turn on. The event occurred while setting up for the patient. There was no delay in treatment. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the ground gasket for the connectors was missing. During the functional testing, using ac and aa batteries, the pump powered up without any issues. No fault was found. The root cause of the issue was unknown. Additional repairs done on the pump include replacing the missing ground gasket, real time clock battery due to age, and the downstream sensor due to inoperable cassette detect nub. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.